Event description:
According to the initial report, "unfortunately we have a bad news for the on-x valve. The last case we did it the patient in military hospital has been opened again after few days because the valve leaflet stop moving due to a presence of thrombus."

Event description:
According to the initial report, "unfortunately we have a bad news for the on-x valve. The last case we did it the patient in military hospital has been opened again after few days because the valve leaflet stop moving due to a presence of thrombus."

Event description:
According to the initial report, "unfortunately we have a bad news for the on-x valve. The last case we did it the patient in military hospital has been opened again after few days because the valve leaflet stop moving due to a presence of thrombus."